Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) with dilation procedure performed on (B)(6) 2022. During the procedure, the balloon deflated without notice towards the end of the dilation. The procedure had already been completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).